Event description:
A healthcare facility in conneticut has reported that the gas inlet port of a rd900aeu neopuff infant resuscitator was broken. It was further reported that two units were affected there was no reported patient involvement.

Manufacturer narrative:
(B)(6_/ section d4: additional serial number for the second resuscitator: (B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.